Manufacturer narrative:
After review of the medical records, it has been determined that this product was reported in error. Cup was not revised.

Event description:
In addition to what were previously alleged, pfs alleges weakness. After the review of medical records, it was stated that the patient was revised to address osteolysis and corrosion. Revision notes reported muscle deficiency. The cup and stem were not revised.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Litigation alleges ambulation difficulties, severe pain and discomfort. Doi: (B)(6) 2007; dor: (B)(6) 2016; right hip; pinnacle implant.